Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep). It was reported that the lead tip was bent while sealed in the box, faulty from the manufacturer. As a result the lead was removed from circulation, resolving the issue. There was no patient involvement and no further complications are anticipated.

Manufacturer narrative:
Analysis of the lead (lot no. 0214469567) found the distal end was bent at the #0 electrode and was not within straightness specifications electrical testing of the lead determined that continuity was complete and no electrical shorts were observed between circuits. Analysis observed the distal end of the lead was bent. The distal end of the lead is bent at the #0 electrode and is not within the straightness specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.